Event description:
Two different sets of IV tubing came out of package without a roller clamp. Other events describing a defect or design issues (short set tubing missing a port for flushing, flipped clip, vent cap missing or can be removed/falls easily with slight movement, roller clamp above filter area instead of below, broken clamp, incorrect tubing/does not fit into b. Braun pump, horizontal white piece missing/fell off from IV tubing, green safety clamp directly above a hole in tubing engaged but failed to stop flow of fluids, and large air collection when tubing is repositioned higher/hung in high IV pole hooks when paused to keep tubing off of the floor when patient is disconnected).